Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and an alert for high impedance. A polarity switch also occurred. A high number of short v-v intervals were also noted. Lead fracture was suspected. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The analyst noted the outer insulation had a cosmetic depression at 46 cm and not breached. The inner insulation was breached at 46 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.